Event description:
The customer tested her blood glucose using her new contour meter and received a reading of 47 mg/dl. She retested using another meter and received a reading of 147 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.